Event description:
It was reported that surgeon was using endopouch pro46 during a laparoscopic cholecystectomy procedure. When the surgeon was closing the port sites it was noted that a small gray piece of plastic was inside the abdomen. The surgeon removed the piece of plastic and realized it was part of the device. The surgeon has not been inserviced on the device. The product was discarded by the customer. No patient consequences were reported.